Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer experienced high blood glucose level. Customer stated their blood glucose level was 373 mg/dl, they did a bolus but did 473 mg/dl instead. Customer¿s current blood glucose level was 423 mg/dl. Customer was afraid to go low, so she had 4 bottle small sized coke and 4 cookies. Customer stated that they could not read label for carb correction. Customer treated high blood glucose level with insulin pump. The insulin pump will not be returned for analysis.